Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis was attributed to touch contamination. Most cases of pd peritonitis are a result of touch contamination when the patient or caregiver does not follow proper aseptic technique. The influenza a is unrelated to the patient¿s dialysis treatment. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient got peritonitis and has been doing in-center hemodialysis (hd) dialysis treatments. It was reported the patient had to take antibiotics and chose not to return to pd therapy. Additional information was obtained through follow-up with the clinic program manager. The patient presented to the emergency room on (B)(6) 2019 with abdominal pain and cloudy pd effluent. The patient was admitted to the hospital with a diagnosis of peritonitis. The pd effluent culture results were not available. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1,000mg (frequency and duration unknown). During the hospitalization the patient decided to transition to hd therapy. The patient was discharged on (B)(6) 2019 and began in-center hd therapy on (B)(6) 2019. The patient continued the vancomycin which was administered during hd treatments. Shortly after the start of hd the patient contracted influenza a and was re-admitted to the hospital (date unknown). The cause of the peritonitis event is attributed to touch contamination. The patient has a history of non-compliance to treatment and proper aseptic technique. The patient is to remain on hd therapy.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.